Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 7111831/7112031.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inadequate pain relief. The explanted devices were discarded by the medical facility. No device malfunction was suspected.